Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent overnight low glucose alerts after announcing dinner, without associated symptoms, and self-treated with oral glucose per ilet prompts; the user later considered a factory reset due to concern that the device was causing lows, though reported time in range was 93 percent. Symptoms included asymptomatic hypoglycemia detected by device alerts. Outcomes included self-management with oral glucose and no need for medical assistance or hospitalization. Investigation included review of user-reported history, device alerts, and available glucose data, along with troubleshooting and education provided to the user. Investigation of this case revealed no device malfunction based on available data and user reports, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.